Manufacturer narrative:
Vyaire file identification number (B)(4). At this time the suspect device is not available for evaluation.

Event description:
A customer reported to vyaire that the vela ventilator generated "vent inop" alarms. No additional information was provided by the customer.